Event description:
Clinic notes dated 05/12/2010 revealed that the pt had noticed the frequency of her seizures increased. No interventions had been taken since the pt's last visit. Her vns was reportedly last adjusted in 2008. The relationship of these events to vns is unk. Attempts for add'l info have been unsuccessful thus far.